Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2018 a pacemaker system was implanted with screwvine 58sep,(B)(4) , in the right ventricle. At a device follow-up on 5 september 2022 two arrhythmia episodes were found in the pacemaker memory with noise present in the ventricular channel. Noise was reproduced when the patient performed provocative tests such as an isometric test. Although it was confirmed that the noise oversensing could be prevented by reprogramming the ventricular sensitivity, it was decided to replace the lead. Re-intervention to implant a new pacemaker system from the opposite site was performed on (B)(6) 2022. The subjected lead was abandoned in patient body

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device that was cleared or approved by FDA for marketing in the united states. G3: 3. Date received by manufacturer: changed to 19/10/2022.

Event description:
Reportedly, on (B)(6) 2018, a pacemaker system was implanted with screwvine 58sep, s/n: (B)(6), in the right ventricle. At a device follow-up on (B)(6) 2022, two arrhythmia episodes were found in the pacemaker memory with noise present in the ventricular channel. Noise was reproduced when the patient performed provocative tests such as an isometric test. Although it was confirmed that the noise oversensing could be prevented by reprogramming the ventricular sensitivity, it was decided to replace the lead. Re-intervention to implant a new pacemaker system from the opposite site was performed on (B)(6) 2022. The subjected lead was abandoned in patient body.